Event description:
The info received from the distributor stated: "thy had to remove the port, because the catheter was broken 12 cm far from the proximal part. Place of breakage under the collarbone".